Event description:
A consumer implanted for failed back surgery syndrome reported the last time the implantable neurostimulator (ins) was charged or stimulation was felt was about five days ago. Starting about four days ago the reposition antenna screen was being seen on the recharger, it was unable to communicate with the implant, and was unable to recharge the device. On (B)(6) the consumer tried using the patient programmer (pp) with the implant but was unable to communicate and was seeing the poor communication screen. During the call troubleshooting was performed including repositioning the antenna over the implant, but it resulted in the poor communication screen being seen on the pp, the reposition antenna icon was seen on the recharger, and the issue not being resolved. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2017 but the consumer stated the hcp wanted them to contact the local manufacturer¿s representative (rep) to check the implant to make sure the ins wasn't dead because they had it for 10 years. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.